Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-may-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and asthenia ("considerable asthenia"). In 2011, the patient experienced autoimmune thyroiditis ("hashimoto's thyroiditis"), 1 year after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("formation of multiple fibroids") and experienced metrorrhagia ("metrorrhagia") and iron deficiency anaemia ("iron deficiency anaemia"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine leiomyoma, metrorrhagia and iron deficiency anaemia had resolved and the asthenia and autoimmune thyroiditis outcome was unknown. The reporter provided no causality assessment for asthenia, autoimmune thyroiditis, iron deficiency anaemia, menorrhagia, metrorrhagia and uterine leiomyoma with essure. The reporter commented: following insertion of the essure devices, considerable asthenia, haemorrhagic periods followed by hashimoto's thyroiditis diagnosed in 2011, i.e. One year after insertion, formation of multiple fibroids leading to metrorrhagia and, consequently, iron deficiency anaemia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2007123) on 29-may-2020. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and asthenia ("considerable asthenia"). In 2011, the patient experienced autoimmune thyroiditis ("hashimoto's thyroiditis"), 1 year after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("formation of multiple fibroids") and experienced metrorrhagia ("metrorrhagia") and iron deficiency anaemia ("iron deficiency anaemia"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine leiomyoma, metrorrhagia and iron deficiency anaemia had resolved and the asthenia and autoimmune thyroiditis outcome was unknown. The reporter provided no causality assessment for asthenia, autoimmune thyroiditis, iron deficiency anaemia, menorrhagia, metrorrhagia and uterine leiomyoma with essure. The reporter commented: following insertion of the essure devices, considerable asthenia, haemorrhagic periods followed by hashimoto's thyroiditis diagnosed in 2011, i.e. One year after insertion, formation of multiple fibroids leading to metrorrhagia and, consequently, iron deficiency anaemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-may-2020. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and asthenia ("considerable asthenia"). In 2011, the patient experienced autoimmune thyroiditis ("hashimoto's thyroiditis"), 1 year after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("formation of multiple fibroids") and experienced metrorrhagia ("metrorrhagia") and iron deficiency anaemia ("iron deficiency anaemia"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, uterine leiomyoma, metrorrhagia and iron deficiency anaemia had resolved and the asthenia and autoimmune thyroiditis outcome was unknown. The reporter provided no causality assessment for asthenia, autoimmune thyroiditis, iron deficiency anaemia, menorrhagia, metrorrhagia and uterine leiomyoma with essure. The reporter commented: following insertion of the essure devices, considerable asthenia, haemorrhagic periods followed by hashimoto's thyroiditis diagnosed in 2011, i.e. One year after insertion, formation of multiple fibroids leading to metrorrhagia and, consequently, iron deficiency anaemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.